Manufacturer narrative:
The device referenced in this report has not been returned to olympus for evaluation. If additional information or if the device is received at a later time, this report will be supplemented.

Event description:
It was reported that in the middle of a urethrotomy direct visual internal procedure the tip of the device broke off inside the patient's urethra. The physician used a grasper to retrieve the broken tip and the procedure was completed. No patient injury was reported.